Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no power related activity that would indicate a no power state. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.